Manufacturer narrative:
Batch review performed on 27 october 2023. Lot 2248868: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additiional items involved in the event, batch review performed on 27 october 2023. Ball heads: mectacer 01.29.213 biolox delta ceramic ball head 12/14 ø 40 size m 0 (k112115) lot. 2314755. Lot 2314755: (B)(4) items manufactured and released on 20-jun-2023. Expiration date: 2028-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 2304473. Lot 2304473: (B)(4) items manufactured and released on 28-marc-2023. Expiration date: 2028-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.38.060dh acetabular shell ø60 two-hole (k171966) lot. 2242464. Lot 2242464: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot. 2239074. Lot 2239074: (B)(4) items manufactured and released on 01-mar-2023. Expiration date: 2028-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported event during the period of review. Two items of the same lot are involved in this event.

Event description:
At 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.